Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the pump fell and was broken. The device displayed a mechanical error resulting in the patient experiencing elevated blood glucose. The patient was taken to the hospital by his mother and received treatment for high blood glucose. The type of treatment received was not provided. He was hospitalized from (B)(6) 2019 - (B)(6) 2019.

Manufacturer narrative:
The investigation found that the infusion device correctly alerted the customer that the piston rod was blocked. The cartridge compartment and the drive unit piston rod are contaminated/corroded. An incorrect cartridge change caused liquid in the cartridge compartment and contamination of the piston rod. As consequence, high friction led to a blockage of the drive unit which triggered e6 error messages.